Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using stent grafts (non-gore device). On an unknown date, a follow-up imaging revealed an aneurysm enlargement (amount unknown) and a suspected type iii endoleak originating from device junction. On (B)(6) 2019, an additional procedure was performed to treat the aneurysm enlargement and the type iii endoleak. Initially implanted stent graft was relined with gore® excluder® aaa endoprostheses. When an aortic extender endoprosthesis was deployed proximally, the left renal artery was unintentionally partially covered by the endoprosthesis. No treatment was performed for the partially covered left renal artery. The physician decided to monitor the patient. The patient tolerated the procedure.